Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the spouse reported the patient had collapsed at home and was transported by ambulance to the hospital in (B)(6). The patient had an abnormal heart rate of 20 beats per minute. A week later, the patient experienced severe health issues and again was transported by ambulance each time to the hospital. The patient was sent home as ' dehydrated', pain, dizziness unresolved.¿ the patient again experienced dire heart symptoms, in a store. 911 was called as the patient was experiencing pain, dizziness and sweating. It was noted the paramedics stated, ' pacemaker was not working'. The patient was transported to the emergency room (ER) at hospital. The spouse had some serious concerns that there is an unresolved issue with the device. The device remains in use. No further patient complications have been reported as a result of this event.